Event description:
Per the customer, the device was inaccurate during a procedure. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.

Manufacturer narrative:
Correction: follow-up report submitted to document the device log files were not available for evaluation. H3 other text : log files not submitted by customer for evaluation.

Event description:
Per the customer, the device was inaccurate during a procedure. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.